Manufacturer narrative:
As no lot numbers were provided for the devices, the device history records could not be reviewed. As soon as the investigation result is available, an amended medical device report will be filed. The need for further correction measures is not indicated at this time. (B)(4).

Event description:
It is reported that pt has been revised due to pain and snapping in the hip. During revision it was realized that the polyethylene inlay was broken.